Manufacturer narrative:
Product event # 701037157. (B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Two to three days post-op from a pacemaker generator exchange procedure, a patient developed a myositis infection (inflammation of the muscle). The infection presented as redness on the chest and a fever. The infection was treated with antibiotics. The surgeon indicated that the infection resolved with the antibiotics and there was no need for additional treatment. The surgeon believes the infection was not caused by aqm use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.